Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an episode of ams which seemed to show that the patient was in vt that was below the tachycardia detection zone. There were also inappropriate ams episodes caused by competitive atrial pacing. Programming changes were recommended.